Manufacturer narrative:
Additional information: d10, h2, h3, h6, h10 the reported event of over-sensing was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure. All damage noted to lead body was consistent with occurring at time of procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21901. It was reported that the patient presented for routine generator change. Device interrogation revealed recorded episodes of inappropriate automatic mode switch caused by right atrial lead noise. Noise was reproducible with isometric exercise. During the isometrics, ventricular oversensing was also noted. Both leads were explanted and replaced. The patient was asymptomatic before, during and after the procedure.